Manufacturer narrative:
Customer returned freestyle freedom blood glucose monitor with and test strips with lot # 0709928. The complaint was not confirmed and no new issues were observed, all results were within range spec and no errors or other issues were observed during control solution testing. The freestyle freedom blood glucose result as reported by the customer was not identified in the meter internal log.

Event description:
Customer's husband reported that the customer was experiencing convulsions, and during this time they rec'd a glucose result of 103 mg/dl on their freestyle freedom blood glucose monitor. Paramedics were called, and upon arrival paramedics obtained a glucose result of 300 mg/dl on an unk brand of glucose monitor. The customer was transported to a local hosp where she was diagnosed with diabetic ketoacidosis. Insulin was administered in order to stabilize glucose levels.